Event description:
Customer called to report the insulin pump was unresponsive. The customer had disconnected from the insulin pump for a day when it shut off without input. Blood glucose reading was 154 mg/dl. The customer had inserted a new battery and the insulin pump turned back on. Customer declined troubleshooting. The customer was able continue using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.